Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported after the aligners for over a year they are left with an uncomfortable bite. They cannot fully bite down due to three teeth coming into contact before the resto of their teeth. This even after being advised to re-wear the last four aligners for two weeks each. This is a contraindicated patient for bonded retainer.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.